Event description:
It was reported that an impedance alert occurred for the right ventricular (rv) lead. The lead exhibited high impedance as well as a slight rise in threshold. The lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2007; d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 42968 8, implantable pacing lead, (B)(6) 2013. (B)(4).